Event description:
The pt received several shocks from the device. The physician suspected that the insulation of the lead was damaged. During the explant the lead was completely cut by the physician. The lead will not be returned.